Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no corrosion observed in the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump and was used to complete a 24 hr duration test. There were no power interruptions duplicated during this time. The returned battery cap contact measurements were within specification. A leak test failed due to a bolus button leak. The pump cover was removed and there was internal moisture found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.